Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 23 mg/dl at the time of incident. The customer's blood glucose was 131 mg/dl at the time of call. The customer mentioned that they lost the battery cap and they could not use the insulin pump. The insulin pump will not be returned for analysis.